Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of a minicap transfer set became detached from the light blue main body. The separated components of the transfer set were discovered while the patient was disconnecting from peritoneal dialysis (pd) therapy. The issue was resolved by replacing the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the main body. Evidence of an insert chip was present. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.